Manufacturer narrative:
Product analysis conclusion: the reported deployment issue and inaccurate delivery could not be confirmed on the films provided. Procedural angiograms showing the deployment steps of the valiant captivia were not available for assessment of the event. The reported endoleak was confirmed on the images. Selective angiograms including endoleak interrogation which could allow for a more thorough evaluation and determination of the endoleak type was not seen. However, is possible that this was a type ia proximal endoleak caused by the reported deployment issue leading to inaccurate delivery, compromising the proximal seal. Analysis of the returned films did not reveal any stent graft integrity issues. B5; additional information received : it was clarified the delivery system was not inspected before use as no sales representative was present for the case. The deployment steps were followed per the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion:. The device returned with the external slider and tip capture release mechanism in home position. No de formation was evident to the handle, slider, tip capture release mechanism or screw gear. No deformation was evident to the graft cover, spindle or peek lumen. Slight deformation was evident to the graft cover tip. The reported deployment/expansion issues could not be confirmed through analysis. Based on analysis completed the final failure mode assigned is deformed component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider and tip capture release mechanism in home position. No deformation was evident to the handle, slider, tip capture release mechanism or screw gear. No deformation was evident to the graft cover, spindle or peek lumen. The reported deployment/expansion issues could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of an aortic ulcer. It was noted that the diameter of the aortic arch at the posterior edge of the left subclavian artery opening was 27.2mm. The patient had presented with chest pain symptoms and was subsequently diagnosed with the aortic ulcer. It was reported that during the index procedure when the valiant captivia stent graft was deployed to the last two sections, the delivery system stuck and could not be deployed further. The physician was then able to deploy the stent graft completely by forced grading and shaking, which released the stuck part of the stent; however, the stent retreated around 3mm from the target position. It was stated the delivery system was not dissected for inspection. Angiography revealed a type ia endoleak. A non-mdt stent graft was implanted proximally and the procedure was completed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.